Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a rep that communication could not be established with a clinician programmer (8840) or a patient programmer. The rep reported the patient fell on (B)(6) 2018, and had surgery in (B)(6) for unrelated adverse events that occurred from the fall (a lot of ¿tears¿ and a torn rotator cuff) and about 4 weeks after the unrelated surgery they attempted to turn the ins on, but couldn¿t and saw ¿call your doctor¿ icon (code unknown.) The rep also reported that the patient noticed pain at the ins site after the fall. The patient reported they were still getting therapeutic relief after the fall and believed the ins was working up until they had surgery, but the rep noted the patient had a lot going on and was focused on ¿other things.¿ technical services had the rep try to see if communication could be established with a new 8840 or programmer and it could not be established. The caller received poor communication on the programmer with and without the antenna and no response from ins when using both their 8840 and the account¿s 8840. The rep indicated they could feel the ins and they placed the antenna/telemetry head right over it. The caller was not aware of anything in the room that might have been causing telemetry interference. The rep noted the ins was not interrogated in the office anytime between the fall and the unrelated surgery. It was also noted there was not an allegation or dissatisfaction with the ins longevity and that the patient did have high settings and was at 8.1v. The rep stated they didn¿t know if the patient had been on that amplitude for the duration of the implant or if the patient had just amplitude up following the fall. The rep speculated the lead might have migrated due to the fall. Technical services reviewed possibility of ins replacement being needed and suggested imaging to check for visible system damage and to confirm placement of ins and lead. It was also suggested that if replacement was needed to attempt communication with ins and perform impedance testing intraoperatively. It was reviewed with the rep that high settings might have cause end of service (eos) and/or the fall may have caused a short circuit, which would have caused the ins to deplete rapidly as well. It was reviewed that eos would have appeared on the programmer as a ¿call your doctor¿ screen. Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The representative reported that the patient stated they couldn't remember if their device had been working after the fall because of the injuries they suffered from the fall. The patient did say that was when they had turned their device up to 8.1. The patient wasn't sure what amplitude they were at before the fall but that they did have to turn it up to 8.1 following the fall. That was all the information that the representative had at the time of this report. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1d33l product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the health care physician (hcp) was aware of the lead breakage and that the hcp had tried to prevent breaking the lead by pulling from the lead insertion site in a straight, not oblique line. The rep noted the lead had not been obtained for analysis as the hcp hadn't ordered it to be. The rep reported they had no further information at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Eval code method (B)(4) no longer applies to event: product ID 3889-28 lot# va1d33l serial# implanted: explanted: product type lead eval code method (B)(4) , eval code-result (B)(4) , and eval code-conclusion (B)(4) apply to interstim ii (serial# (B)(4)) and lead (lot#va1d33l). Device code (B)(4) applies to interstim ii (serial# (B)(4) and lead (lot#va1d33l). Device code (B)(4) applies to lead (lot# va1d33l) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and the healthcare provider (hcp). Rep said the patient fell in the summer and damaged their devices. Upon explanting the lead, it broke and the end of it remained in the patient. X-ray confirmed the lead fragments remained. The hcp attempted to remove the fragments to no prevail. The rep asked, but it is unknown at the time of the submitted report if the issue was resolved. The ins was removed and replaced as was the removed portion of the previous lead. No further patient complications have been reported as a result of this event.